Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure as the device stopped functioning after five years. During surgery, device fluid loss was noted; therefore, the entire aus was removed and replaced. There were no patient complications reported.